Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to pump the device. A fluid leak was identified, and the ipp was replaced. There were no patient complications reported.